Event description:
Additional information was received indicated that the patient was not explanted to date, and is being monitored by the physician.

Event description:
New information was received that the diagnostics which returned a dcdc value of 4 was a normal mode diagnostics where dcdc 4 is within normal limits.

Event description:
Attempts to receive more programming history of the patient's vns generator were made but were unsuccessful to date. Additional attempts are underway to see if high impedance was noted. Additional information revealed that the patient might not have had his device explanted, but it is still unclear at this point.

Event description:
On (B)(4) 2013, it was reported that the vns generator and lead would be sent back to the manufacturer. Details on the date and reason for surgery were unknown. The device was returned on (B)(4) 2013.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Results of product analysis showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Product analysis was performed on the lead. The abraded openings found on the outer and one inner silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubing. With the exception of the abraded inner tubing opening, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegations of ¿high impedance¿. Note that since a portion of the lead assembly including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Only a portion of the device was returned back to the manufacturer, which showed no anomalies. Device failure is suspected in the portion of the device that was not returned.

Manufacturer narrative:
Description of event or problem, corrected data: information about the device explant reason was known at the time the supplemental #4 MDR was sent; however, it was reported that the reason was unknown.

Event description:
Additional information was received that the patient wanted the device removed. Per the report, the patient's father seemed more unhappy with the care given once the original neurologist moved out of the region. The patient got a new neurologist who recommended the device be removed.

Event description:
It was reported on (B)(4) 2012 that an unknown vns diagnostic test was performed and showed a dcdc 4. Although the physician indicated that the patient is doing well and the vns seems to be helping, a dcdc 4 for a systems diagnostic test is an indication of high lead impedance; it is unknown if the diagnostics test performed was a systems or normal mode diagnostics test, for which a dcdc = 4 would be acceptable. It was later reported that the patient had a car accident and that the vns was removed because he is scheduled for brain surgery. The available programming history shows the last normal mode diagnostic test performed in (B)(6) 2011 showing dcdc 3. Attempts for additional programming history and additional information are underway.